Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, the pulse generator exhibited noise on both the atrial and ventricular channels which resulted in short periods of loss of pacing. The device remained implanted.